Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was found to be in safety mode upon interrogation. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this device was found to be in safety mode upon interrogation. The device remains in service at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this device was found to be in safety mode upon interrogation. The device was explanted and expected to be returned. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation.